Event description:
Following a sling procedure in 2004, the pt experienced exposure of the device. The pt presented with a vaginal mucosa closure failure approximately two weeks after the procedure, the physician removed the area of exposed mesh and over sewed it. One week later the physician removed a 1 cm square of mesh and resutured the area. The physician has placed the pt on premarin cream and antibiotics, and may take them back to the operating room to undermine the area.